Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of handle broken/won't turn. Imdrf device code a0401 captures the reportable event of trip wire broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6)2023. During the procedure, when attempting to deploy the bands, the physician noticed that the handle was not rotating properly and there were no bands deployed. When the handle was rotated again, the trip wire broke. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.